Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment, the single leaflet device attachment (slda) and the leaflet tear. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted without incident. During deployment of the third clip, the actuator knob was rotated eight times, but the clip did not detach from the clip delivery system (cds). Troubleshooting steps were performed and the clip deployed; however, after deployment, the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (slda). Additionally, the posterior leaflet was torn. A fourth clip was implanted to stabilize the slda clip and the procedure was completed with mr reduced to grade 2. There was no additional information provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult to deploy clip was unable to be replicated in a testing environment as the coupler was unable to be exposed distally from the dc shaft and clip not returned. In addition, the reported incomplete coaptation (slda-single leaflet device attachment) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. The investigation concluded that the reported incomplete coaptation (slda) appears to be related to patient anatomy (B)(4) valve/flail) and troubleshooting maneuvers to deploy the clip (procedural conditions). There is no indication of a product quality issue with respect to manufacture, design or labeling.